Event description:
It was reported that the patient¿s caregiver experienced difficulty attaching the luer connector while changing teflon inset supplies. After multiple attempts, the caregiver forced the luer connector onto the ilet. The caregiver observed drops of insulin at the needle tip prior to performing the fill-tubing sequence. The caregiver was informed that this could indicate that the cartridge had been overfilled, and they acknowledged the information. The supply change was completed successfully, and insulin delivery resumed without further issues. No additional assistance was needed, and bg levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.